Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for plain old balloon angioplasty after rotablation was performed. However, during inflation the balloon ruptured. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed a longitudinal tear 4mm from the tip and approximately 8mm long. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for plain old balloon angioplasty after rotablation was performed. However, during inflation the balloon ruptured. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patients status is stable.